Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had recurring unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown at the time of the incident. Customer reports they were able to clear the alarm and able to complete rewind. The customer stated that the alarm did not occur shortly after inserting a new battery. However, the alarm was recurring during normal insulin pump use. The device will be return for analysis.